Manufacturer narrative:
Device alarmed insulin flow blocked during the basic occlusion test and failed the prime or seating test due to out of spec force sensor zero offset. Unable to perform the displacement, rewind, force sensor and occlusion test due to unexpected insulin flow blocked alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the displacement test failed twice. Customer stated that the plunger was not working properly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.